Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 16-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of pelvic pain ("pain on right side") and cholecystectomy ("gallbladder removed") in a female patient who had essure (ess205) inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 4. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure (ess205) was removed in (B)(6) 2020. An unknown time later she experienced hypoacusis ("hearing loss") with anxiety, tinnitus, loss of libido, fatigue, insomnia, mood swings, urticaria, memory impairment, heart rate increased and palpitations, abdominal pain lower ("isolated pain in lower abdomen / pain which is extremely debilitating"), thyroid disorder ("tested thyroid which was so out of whack"), depression ("depression") with anxiety, tinnitus, loss of libido, fatigue, insomnia, mood swings, urticaria, memory impairment, heart rate increased and palpitations, arthralgia ("joint pain"), back pain ("back pain"), alopecia ("extreme hair loss/hair loss"), migraine ("migraines"), peripheral swelling ("swelling in hands and feet"), hypoaesthesia ("numbness in hands and feet"), dermatitis allergic ("allergic skin reaction") with anxiety, tinnitus, loss of libido, fatigue, insomnia, mood swings, urticaria, memory impairment, heart rate increased and palpitations, dizziness ("dizziness"), clumsiness ("clumsiness"), chest pain ("chest pain") with anxiety, tinnitus, loss of libido, fatigue, insomnia, mood swings, urticaria, memory impairment, heart rate increased and palpitations and feeling abnormal ("brain fog"), was found to have weight increased ("weight gain") and underwent cholecystectomy (seriousness criterion medically important). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, chest pain, cholecystectomy, clumsiness, depression, dermatitis allergic, dizziness, feeling abnormal, hypoacusis, hypoaesthesia, migraine, pelvic pain, peripheral swelling, thyroid disorder and weight increased to be related to essure (ess205) administration. The reporter commented: (B)(6) 2016 - partially removed. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in 2015: results: showed nothing; (date unknown): results: something did not look right, [x-ray] (date unknown): results: not reported. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-aug-2022: plaintiff fact sheet received. Case become serious incident. Events weight gain & brain bog added. Essure removal details updated. Patients details date of birth, reporter information updated. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.